Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address occlusion. During the fill tubing step, insulin was not observed exiting the cartridge. Customer changed pump supplies and issue was resolved. Customer's blood glucose was 270 mg/dl.